Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient reported that their first pump went dry and they almost died. The patient stated that the pump malfunctioned, something happened and the pump over flowed. Per the patient the pump did not alarm and that was the reason they changed the drug from morphine to dilaudid. No further complications were reported or anticipated.